Manufacturer narrative:
Follow-up # 1 ¿ (07/07/2014). The patient¿s meter has been returned on 4/23/2014 and evaluated by lifescan product analysis on 6/23/2014 with the following findings:the meter involved with this complaint failed testing. The meter was found to have spc pins 1-3 contaminated. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/reporter contacted lifescan (lfs) alleging the patient¿s onetouch ping meter was continuing to prompt an apply sample message after the sample was applied to the test strip. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated the alleged issue first occurred on (B)(6) 2013 at 3pm. The patient reported using insulin pump therapy to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient denied developing any symptoms on the day of the alleged issue. The patient reported on (B)(6) 2013 at 3:07pm a reading of ¿53mg/dl¿ was obtained and at 3:30pm a reading of ¿98mg/dl¿ was obtained. It is unclear what meter was used to obtain the samples. The patient reported having something to eat or drink as treatment. At the time of troubleshooting, the cca determined it was not the first time the meter had been used. The test strip completely drew in the sample and the patient¿s testing process was correct. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. There were no blood glucose readings, symptoms or treatment reported which suggest an acute complication of diabetes occurred. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting by the cca.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.